Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bag arm was faulty, possibly causing a large leak preventing manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, the leak from the manual hose was not significant to result in a loss of manual ventilation. The initial MDR was not reportable. Per additional information received, the leak from the manual hose was not significant to result in a loss of manual ventilation. The initial MDR was not reportable.